Event description:
Medtronic received information that a patient treated with a ped3 pipeline had distal fish-mouthing at follow up. Per corelab image read, "braid change of 25-50% distal fish-mouthing " was reported at the 180-day follow-up dsa/ 3d dsa imaging performed on (B)(6) 2023. Additional information was received that there were no symptoms reported by the site in association with the finding of pipeline fishmouthing. There are no adverse events/device deficiencies reported by the site to date. The cause of the pipeline fish-mouthing was not determined. Baseline aneurysm characteristics: unruptured and untreated right internal carotid artery (ica) c6 sidewall and saccular aneurysm me asuring 7mm x 7mm with max. Diameter of 11mm and neck size of 7mm. No associated adverse event or symptoms or treatment/ re-treatment was reported by site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported 2-year follow up dsa imaging from (B)(6) 2024, there was pipeline fish-mouthing status (distal) of 25-50%.